Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device has been returned for investigation. Functional test has shown no malfunction - product works as intended. Most likely a use-error. The issue could have been caused by a not proper plugged in connector or by use of a 8403zx monitor without the required e-box tc028. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "wanted to use a disposable urs, but as soon as it was connected, the system immediately switched off the light and there was no image".no negative impact in state of health reported.